Event description:
This is a spontaneous case report received from a physician on (B)(6) 2014 which refers to an adult about (B)(6) years old) female patient who had essure (fallopian tube occlusion insert) inserted. Insertion had been painful and after insertion she had hard pains. Laparoscopy showed perforation of left tube and left tube was removed. Pains still continued and the patient arranged an appointment with a private gynecologist (reporter). MRI showed that implant in right side was well in situ. Basic laboratory test taken and these were normal. Because the patient was so painful, gynecologist sent her to hospital. Later patient informed the gynecologist that a new laparoscopy was performed in hospital and also right tube was removed. Pains are relieved, but still she had some pain for example after eating. No further information was provided. Follow-up information was received on (B)(6) 2014: no new clinical information was provided. Company causality comment: this spontaneous medically confirmed case report refers to a female adult patient who had essure (fallopian tube occlusion insert) inserted and experienced perforation of left tube, tube removed and right tube removed. Both events are listed according to the reference safety information for essure and were considered serious due to medical significance. Perforation of left tube, tube removed was considered incident as it led to serious injury (salpingectomy). Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In this particular case, it was also reported that the patient experienced a painful insertion and hard pains after insertion which may suggest that perforation of left tube, tube removed could have happened during essure insertion procedure. Therefore, perforation of left tube, tube removed was considered related to essure. Since the indication for right tube removed was not reported, its relationship with essure could not be assessable. Follow up information was requested for clarification. The patient also experienced non-serious event pain after eating.

Manufacturer narrative:
Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported adverse events are known possible undesirable events and not indicative of a quality defect per se. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no suspicion of a quality defect based on the limited available information. Follow-up information was received on 02-sep-2014: case closed, further information is not available. After a close review of this case on (B)(4) 2014: the event right tube removed was deleted as the event hard pains / painful was considered the reason for the surgery; this event was therefore upgraded to medically significant. (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced perforation of left tube, tube removed and hard pains / painful continued. Both events are listed according to the reference safety information for essure and were considered serious due to medical importance. This case was regarded as an incident since surgical interventions (salpingectomies) were required. Uterine/fallopian tube perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage); including insertion of a fallopian tubal occlusion insert (essure). In this particular case, it was reported that the patient experienced hard pains after insertion and a laparoscopy showed perforation of left tube, this tube was then removed. Her painful symptoms continued, an MRI revealed that essure was in correct position in right side; however she was submitted to a laparoscopy removal of right fallopian tube. After this surgery her pain was relieved. Given the positive temporal relationship and dechallenge a causal relationship between the reported events and essure cannot be excluded. Additionally non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected. Case closed.

Manufacturer narrative:
Follow-up information received on 06-jun-2016: the cases (B)(4) were identified as duplicate of this present case. All information from both cases has been transferred. Essure was inserted in 2014 for sterilization. The patient thought that the procedure was very painful and continued to be so when she was back home. Her uterus was contracted, there were oxygen pipes and strong pain killers. The procedure was performed still to the end. At home her pain continued and she started to have diarrhea. She managed at home with strong pain killers a day, then she went back to the doctor's appointment. Ultrasound showed implant in left side at all. Hemoglobin had decreased and physicians concluded that there was an internal bleeding. Surgery was performed and the implant was found in intestine. The implant had broken and punctured her fallopian tube, abdomen and uterus ending up in her intestine. The implant was pulling out and a part of it removed from a fallopian tube. Later another implant was removed by surgery too. After surgery hard pain and urinary incontinence continued. Pains disallowed her to work. Now almost 2 years after procedure she still has pains. Her stomach was swollen like six month pregnant and her body has continuing yeast infection and her knees are inflamed. She is waiting for a hysterectomy. The events were considered related to essure. Quality safety evaluation received - ptc global number (B)(4): no sample was sent for investigation. Per complaint description, we are not able to relate the reported breakage to a manufacturing quality defect. Lf the rqu (quality unit) receives more information a follow up investigation will be done. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-jun-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases; uterine perforation. The analysis in the global safety database revealed (B)(4) cases; gastrointestinal injury. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and the implant was found in her intestine; it had broken and punctured her fallopian tube, abdomen and uterus ending up in her intestine. She underwent surgeries in order to remove the inserts. These events are listed according to reference safety information for essure, except for the reported device breakage which is unlisted. Uterine/fallopian tubes perforation is a possible complication of the essure procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes may also occur due to essure device migration or during insertion procedure. Owing to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. In this particular case, the consumer stated she had diarrhea and pain and due to a decrease in her hemoglobin levels doctors suspected she was having an internal hemorrhage. She was then submitted to a surgery and a fallopian tube/uterine perforation and device breakage were diagnosed and essure was found in her intestine. Although the exact mechanism of these events is not known; given their nature, causality with essure cannot be excluded. Non-serious events were also reported. This case was considered an incident, since surgical interventions were required as events' treatment. A product technical analysis resulted in unconfirmed quality defect. No further information is expected.

Manufacturer narrative:
Follow up information received on 04-jul-2016: quality-safety evaluation of product technical complaint (ptc) from (B)(4). (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Follow-up information on 11-jul-2015: the physician has informed that follow-up information is not available from her. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-jul-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Uterine perforation. The analysis in the global safety database revealed (B)(4) cases. Gastrointestinal injury. The analysis in the global safety database revealed (B)(4) cases. Device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and the implant was found in her intestine; it had broken and punctured her fallopian tube, abdomen and uterus ending up in her intestine. She underwent surgeries in order to remove the inserts. Device breakage is anticipated according to the technical analysis, while the other events are anticipated in the reference safety information for essure. Uterine/fallopian tubes perforation is a possible complication of the essure procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes may also occur due during insertion procedure. Owing to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. If a perforation occurs, patient may experience pain during and after the procedure. In this particular case, the procedure was painful and the patient stated she had diarrhea and pain and due to a decrease in her hemoglobin levels doctors suspected she was having an internal hemorrhage. She was then submitted to a surgery and a fallopian tube/uterine perforation and device breakage were diagnosed and essure was found in her intestine. Although the exact mechanism of these events is not known; the pain during insertion may suggest an association with the essure placement procedure. Additionally, given events nature causality with essure cannot be excluded. Non-serious events were also reported. This case was considered an incident, since surgical interventions were required as events' treatment. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further information is expected.

Manufacturer narrative:
Follow-up received on 30-sep-2016 and additional information received on 02-oct-2016: information received from consumer stated that now the reason for her pain, urinary incontinence, swelling and loss of teeth (the list is endless, as reported) has been found after 27 infernal months. According to her, there are still pieces of an implant, fragments in her body. Fragments were never found and she is wondering how it was possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-oct-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed 463 cases. Uterine perforation. The analysis in the global safety database revealed 316 cases. Gastrointestinal injury. The analysis in the global safety database revealed 43 cases. Device breakage. The analysis in the global safety database revealed 1399 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and the implant was found in her intestine; it had broken and punctured her fallopian tube, abdomen and uterus ending up in her intestine. She underwent surgeries in order to remove the inserts. According to the consumer, there are still pieces of an implant, fragments in her body. Device breakage is anticipated according to the technical analysis, while the other events are anticipated in the reference safety information for essure. Uterine/fallopian tubes perforation is a possible complication of the essure procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes may also occur due during insertion procedure. Owing to the anatomical relationship between bowel and uterus, the bowel is the most commonly affected organ. If a perforation occurs, patient may experience pain during and after the procedure. In this particular case, the procedure was painful and the patient stated she had diarrhea and pain and due to a decrease in her hemoglobin levels doctors suspected she was having an internal hemorrhage. She was then submitted to a surgery and a fallopian tube/uterine perforation and device breakage were diagnosed and essure was found in her intestine. Although the exact mechanism of these events is not known; the pain during insertion may suggest an association with the essure placement procedure. Additionally, given events nature causality with essure cannot be excluded. Non-serious events were also reported. This case was considered an incident, since surgical interventions were required as events' treatment. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No further information is expected.